Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached and not returned for analysis. Visual inspection revealed the sheath kinked, and imaging core twisted. No imaging core windup was found within the telescope section and the sheath section of the device. Impedance testing shows an electrical open 130-140 cm at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 15feb2024. It was reported that a visualization issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback the image went dark. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window detached, and imaging core twisted.